Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited loss of capture and oversensing. The status of the lead is unknown. No patient complications have been reported as a result of this event.